Event description:
A consumer reported she had essure (fallopian tube occlusion insert) implanted by her obstetrician for permanent birth control. Not even a week after implantation, consumer was doubled over in pain, could not move and could not take care of her kids. When she went to the doctor she was told it was normal cramping, prescribed pain meds (medications) and was sent on her way. She was still bleeding two weeks later and was told by her doctor that this was normal also. Then the rashes began all over her face and in her privates. She also began having pain in her leg, swelling, numbness and tingling in her extremities unexplained. Two days after that, she tried having sex with her boyfriend and it hurt and she bled for two days. She went and saw her ob (obstetrician) who implanted her, and she ran tests, did a pap and consumer bled on her hand when she swabbed her cervix. All blood tests and pap smear came back negative so she scheduled consumer for a hysterectomy for 2013. Consumer spent the night in the hospital and the next day she was up and walking around with no issues what so ever.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.